Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. The event was further described as ¿the twist clamp of the transfer set was not open, but the patient noted fluid leaking from the navy blue end." This was observed prior to use of the device for peritoneal dialysis therapy. As a result, the patient decided not to connect to the cycler and capped the transfer set with a new minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional tests including leak, clear passage and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.